Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that on multiple, intermittent occasions the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating which resulted in the pump shutting down. Reportedly the customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose.